Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye. The patient desired to have this lens explanted and was not satisfied with sight with a multifocal lens. Another johnson and johnson lens of a different model and diopter (zcb00 24.0) was used as a replacement. The patient¿s outcome is good post-explant. No medical or surgical interventions and no injury were indicated. No further information was provided.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is between aug 30, 2022 and jun 6, 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.